Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog number 9392507, 510k# k094025 and (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spondylolisthesis procedure: transforaminal lumbar interbody fusion it was reported that intra-op, surgeon tried to insert the spacer at l4/5 but it was hard to be inserted. When surgeon inserted the spacer again it broke. No fragment of the product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.